Event description:
The defibrillator charged and discharged for treatment of v-fib for 5 consecutive shocks; on 6th attempt, the unit ceased to function. The batteries were changed and the unit still did not function. The batteries were changed and the unit still did not function. The unit was taken out of service and sent to biomedical.a "blown capacitor" was identified. Last preventive maintenance 1/31/93. Purchased "used" 8/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.